Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing the reported events were not able to be reproduced and the evaluator was able to navigate through the screens, run an infusion and perform a keypad test without discrepancies. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. As a precautionary measure, full calibration and release testing will be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump background does not stay on and doesn't receive details. This occurred during unknown process step in the biomed service department. There was no patient involvement. No additional information is available.